Manufacturer narrative:
Eval, method and results: no product will be returned for eval.

Event description:
On (B)(6) 2010, patient reported she wanted to return her infusion device. Patient stated it was annoying to her because the infusion tubing was not staying in her pockets when she danced. Patient reported the infusion device would not deliver the insulin to her body. Pt stated the infusion device caused her to go to the ER. Pt's call was transferred to pump administration. On call back, company rep reported the caller is actually the niece of the pt. Attempts to f/u with pt were unsuccessful. Unable to troubleshoot device or gather add'l details. No product return was requested.